Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none found. Ran occlusion test per dop114 811 as follows reservoirs filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 5xx pump. A manual prime was performed on the insulin pump. Fluid flow went through the infusion set and out catheter tip. It was concluded that the reservoir was not occluded.

Event description:
Customer reported the insulin pump alarmed no delivery and she had changed the entire set three times. Customer's blood glucose was 221 mg/dl. The alarm was resolved with a set change and customer was unable to complete set change. Customer blood glucose during call was 300 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.